Manufacturer narrative:
The mixer fio2 (fraction of inspired oxygen) function was found out-off-calibration. Visual inspection found the device has been mishandled. Mishandling is evident by damage to the faceplate of the device. Attempts to perform maintenance and/or modification of device were evident because fittings that are applied to the device are not provided on the device when shipped in its approved configuration. Components of the device were found loose causing leaks during the performance verification. The fio2 adjustment knob has been removed which caused the out-of-calibration condition.

Event description:
Customer states a problem with the fraction of inspired oxygen function of the blender. Problem discovered while on bypass. The perfusionist was unable to get the pt's arterial po2 above 56 until a tank of pure oxygen was cut into the oxygenator.